Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. Restenosis is a known adverse event of coronary stenting in the xience v instructions for use. Although a conclusive cause for the reported patient effects and the relationship, if any, to the xience v device cannot be determined; there is no indication of a product quality deficiency with respect to manufacture or design.

Event description:
It was reported via a trial that approximately seven months post distal right coronary artery (drca) and mid left anterior descending artery stenting procedure with two xience v stents, the patient experienced recurrent substernal chest discomfort with EKG changes and elevated cardiac enzymes. The patient underwent percutaneous coronary revascularization stenting for 90% in-stent restenosis in the drca. The patient's condition resolved on (B)(6) 2010. Though requested, there was no additional information provided.